Event description:
It was reported that the lotus edge valve post of the valve frame was jammed. Procedure summary: the bi-cuspid native aortic annulus was 29.2mm in perimeter with severe calcification. Pre balloon aortic valvuloplasty was performed. A 25mm lotus edge valve was advanced for implantation. During deployment, asymmetric unsheathing occurred and a twisted post was noted. Difficulty locking was encountered. The valve was fully resheathed one time and partially resheathed four to five times in accordance with the instructions for use (IFU). Upon re-deployment, the lotus edge valve appeared to be locked, however the valve did not release from the delivery system. The patient went to surgery and the lotus edge valve was detached from the delivery system and left in the aortic annulus. The patient was in stable condition following the procedure, with no complication.

Manufacturer narrative:
H3 device evaluated by manufacturer: a lotus edge device was returned in two separate pieces and appeared to have been cut in the coupler region (a part of the inner catheter assembly). One of the sheathing aids was returned detached from the device. A section of guidewire was protruding from the nosecone. One of the collars was not returned. (The collar is one of the components which attaches the valve to the delivery system). As part of the analysis, one of the push pull rods (component of the locking mechanism) was removed and found broken. The broken push pull rod was imaged to assess the rod for any marks which would indicate interaction with the collar. A mark indicative of interaction with the collar was evident on the rod, however, the exact cause of the mark cannot be confirmed. Procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. The media review is consistent with the reported event. The media made available for review comprises 47 angiographic series showing an attempt to implant a lotus edge valve. The first image shows the lotus edge valve unsheathed in the annulus, the valve frame marker is positioned away from the left-hand side of the valve frame. This angiographic view is maintained for the next 5 series. There is a gap between markers observed at all 3 buckles and posts, confirming device is not locked at all 3 positions. In the subsequent series made available for review it is noted that the angiographic view has been changed to the locking view with the valve frame marker at the left-hand side of the valve frame. There is a gap between markers observed at all 3 buckles and posts of the valve frame, confirming the valve is not locked at all 3 positions, and the tuning fork is not visible at the center post, indicating post twist/rotational misalignment at this position. In the series that follow further attempts have been made to close the gaps between the buckles and posts are observed without gaps on the left and right mechanisms. A gap remains between the center buckle and post of the valve frame. This series confirms the non-uniform locking of the lotus edge valve. The valve is then attempted to be re-sheathed during which the valve does not elongate. This can occur when the post becomes jammed as a result of the failed identification of a twisted post. Following the attempted re-sheath of the valve, the gap between the locking markers at the right coronary cusp position is closed. However, the valve is not locked as the right coronary cusp locking mechanism was not correctly orientated to successfully lock the valve. The release phase is then initiated, and the collars retract at the left and non-coronary cusp locking mechanism, but the collar at the right coronary cusp locking mechanism does not retract. The remaining series show attempts to pull on the catheter and attempts to sheath the valve. The detachment of the valve from the delivery system was not shown in the media made available for review.

Event description:
It was reported that the lotus edge valve post was jammed. Procedure summary: the bi-cuspid native aortic annulus was 29.2mm in perimeter with severe calcification. Pre balloon aortic valvuloplasty was performed. A 25mm lotus edge valve was advanced for implantation. During deployment, asymmetric unsheathing occurred and a twisted post was noted. Difficulty locking was encountered. The valve was fully resheathed one time and partially resheathed four to five times in accordance with the directions for use (dfu). Upon re-deployment, the lotus edge valve appeared to be locked, however the valve did not release from the delivery system. The patient went to surgery and the lotus edge valve was detached from the delivery system and left in the aortic annulus. The patient was in stable condition following the procedure, with no complication.